Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated but not yet begun.

Event description:
It was reported that on (B)(6) 2013, the right ventricular lead exhibited low impedance, intermittent undersensing, noise and high thresholds. On (B)(6) 2013, the lead was explanted and an insulation anomaly due to clavicular crush was noted. The lead was replaced.

Manufacturer narrative:
The lead was returned in two pieces. The proximal segment revealed a clavicular crush region in which the proximal insulation was breached and the proximal coil was crushed. After failing the hi-pot test, it was found that the distal insulation was also breached in the same region, leading to a short between conductors.